Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2125703 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured when using the device on a patient. The device could not be used properly and was removed. On the appearance of the malfunctioning device, the sealant was exposed even though buttons 1 ad 2 were not pressed. The procedure was completed using another mynx device. There was no reported patient injury. The device removed from the package per the IFU. There was no problem inflating the balloon during prep. The procedure was a diagnostic peripheral procedure using a retrograde approach. The user is mynx certified. The device was stored and prepped according to the instructions for use (IFU). A 5f non cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The sealant sleeve was not out of position. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured when using the device on a patient. The device could not be used properly and was removed. On the appearance of the malfunctioning device, the sealant was exposed even though buttons 1 and 2 were not pressed. The procedure was completed using another mynx device. There was no reported patient injury. The device removed from the package per the IFU. There was no problem inflating the balloon during prep. The procedure was a diagnostic peripheral procedure using a retrograde approach. The user is mynx certified. The device was stored and prepped according to the instructions for use (IFU). A 5f non cordis sheath was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The sealant sleeve was not out of position. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was depressed 1/4th of total travel with tension line partially seen in the tension window and button 2 not depressed and stopcock open. The syringe was not connected to the device. The sealant was exposed to blood and adhered to the device components covering balloon proximal neck. The sealant sleeve was observed kinked/bent as received. It is unknown if the device was manipulated after the procedure, and if the damage to the sealant sleeve occurred during the procedure or during subsequent handling or transit. The procedure sheath was not returned with the device. Per dimensional analysis, the catheter working length from distal end of sheath catch to the proximal end of balloon of the returned device wase verified and noted to be within specification. Per functional analysis, the sealant was removed and button 1 was reset. A simulated deployment test was performed, and the button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device failure investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Inflation/deflation test was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was kinked/bent and the sealant was exposed to blood and adhered to the device components covering balloon proximal neck. A longitudinal tear was also observed on the balloon of the returned device. . A product history record (phr) review of lot f2125703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature-in patient¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, and handling factors, may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.